Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with a paracentral epithelial erosion with surrounding edema in the right eye four days post lasik. The patient noted progressively more discomfort, blur and foreign body sensation. A bandage contact lens was placed and topical steroid dosage was increased. The patient is still being managed. Additional information has been requested.

Event description:
Additional received reported the patient is doing well. The erosion has fully healed but the remodeling of the epithelium is still taking place. The patient has an additional follow up scheduled. Sodium chloride hypertonicity ophthalmic ointment was added to the post operative regimen.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).